Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. Additionally the healthcare professional reported "hole, non-specific" and "cysts". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified missing shell and the device were broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated and wear abrasion. Based on the device analysis the final assessment is: -a striated edge broken in the side anterior assessed as surgical damage. -missing shell assessed as inconclusive.

Event description:
Additionally the healthcare professional reported "hole, non-specific" and "cysts". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.